Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition of overinfusion was not confirmed; therefore, an assignable cause was not identified.a batch review has been performed. All release criteria were met for the production of this batch.the condition of overinfusion is not within the top ten reported complaints for the infusor product family.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the introduction of the device into and through the scope, resistance was felt. The resistance was not associated with any other device. The device was not able to be advanced through the scope and into the patient as the device was stuck inside the scope. The delivery system and the scope were removed from the patient. The scope was then reintroduced into the patient and the procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Note: this report is a supplement to manufacturer report # 3005099803-2009-05182 since the initial report was filed, the device has been evaluated. Details outlined. On july 20th, 2010, an error was identified in the follow-up 001 report. The corrected data is outlined.